Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed an eight degree mild posterior filter tild with a rightward four degree filter tilt. It was further reported that the filter apex abuts the posterior wall of the ivc although not definitely embedded in the wall of the ivc. No definite perforation of the ivc is seen by filter struts. There is no evidence of filter fracture. Ivc struts do not extend into branch veins. Ivc filter in good location with mild posterior and right lateral tilt.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed an eight degree mild posterior filter tild with a rightward four degree filter tilt.